Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient stated uses purewick and purewick urine collection system, but was looking to try prima fit fec. Would purewick urine collection system work with the prima fit. They stated the purewick has "so much suction it feels like it's going to suck the patient's innards out". Explained they only have testing for purewick with the purewick urine collection system compatibility. Explained how the purewick works and there was no direct suction to the patient. Discussed suction levels on purewick urine collection system and placement for purewick. The operating suction levels of the purewick urine collection system, pw100 and pw200, are approximately 120mmhg-140mmhg (2.3-2.7psi).

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Since it was given as z code (unknown purewick capitol), the fmea of both drydoc 1.0 and 2.0 is considered. A labelling review could not be performed since no material number was provided. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient stated uses purewick and purewick urine collection system but was looking to try prima fit fec. Would purewick urine collection system work with the prima fit. They stated the purewick has "so much suction it feels like it's going to suck the patient's innards out". Explained they only have testing for purewick with the purewick urine collection system compatibility. Explained how the purewick works and there was no direct suction to the patient. Discussed suction levels on purewick urine collection system and placement for purewick. The operating suction levels of the purewick urine collection system, pw100 and pw200, are approximately 120mmhg-140mmhg (2.3-2.7psi).